Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an unspecified procedure. Reportedly, the device malfunctioned. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimate date (date of event was unknown). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned device noted the device deployment was out of sequence, as evidenced by both cuffs remaining in the foot pockets with the tabs in the pre-needle deployment positions. The link remained tucked at the anterior cuff with some slack, indicating the foot was partially opened at some point and the posterior needle tip was pulled into the guide tube during plunger removal. These findings indicate that plunger removal was activated before needle deployment had been completed. This finding is consistent with the reported failure to achieve hemostasis with this device. It should be noted that the instructions for use states: while maintaining device position, deploy needles by pushing on the plunger assembly until the collar of the plunger makes contact with the proximal end of the device body. Visually confirm that the collar of the plunger is in contact with the body of the device. Disengage the needles by pulling the plunger assembly back and completely remove the plunger and needles from the body of the device. One suture limb will be attached to one end of a link. The other end of the link will be attached to the anterior needle. The posterior needle will be free of suture. Pull back on the plunger until the suture is pulled taut. The analysis indicates that these steps were not followed correctly. This prevented the harvesting of the sutures and a failure to achieve hemostasis with this device. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there was no indication of a lot specific product quality deficiency. The analysis did not indicate any evidence of a lot specific product quality deficiency.